Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient changed their stimulation settings when they were having their menstrual cycle, which causes increased pain and cramps in lower back, and ever since that they tried to get back to the hd settings, but it is not working the same and is "malfunctioning." The caller clarified the malfunction stating that they feels arbitrary zaps when the stimulation is on. The caller stated that they had turned their stimulation off and is trying to get back with the manufacturer's representative (rep) to reprogram the device to get it back before they changed the settings. The caller stated that when they put the programmer near the ins site they would feel their stimulation get stronger, which is something they have never had before. The patient was forwarded to their healthcare provider (hcp) to address the issues. No further complications were reported or anticipated.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the patient reported being zapped. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the patient reported being shocked.\ evaluation determined that investigation is needed because it was reported that the ins was malfunctioning and the stimulation gets stronger when the remote gets closer. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the ins malfunctioning and the stimulation getting stronger was unknown. The contributing factors were also unknown. Continuation of d10: product ID: 39565-65, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2023-06-13. The patient stated their implant has not worked for 5 years and before that, the implant would work suddenly and zap them. Pt stated the implant never really worked/helped them. Pt stated they were getting the implanted system removed.

Event description:
Additional information was received from the patient (pt). The provided information for their healthcare professional (hcp). Pt reported the device was explanted on (B)(6) 2023. Pt reported the device began malfunctioning and shocking them in (B)(6) 2018.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial#(B)(6),implanted: (B)(6) 2013, explanted: (B)(6) 2023,product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.